Manufacturer narrative:
Cuff: catalog number: 72400160; serial number: (B)(4); expiration date: 06/10/2020; manufacture date: 06/11/2015. Balloon: catalog number: 72400023; serial number: (B)(4); expiration date: 05/11/2020; manufacture date:05/27/2015. Pump: catalog number: 2400098; serial number: (B)(4); expiration date: 07/24/2020; manufacture date: 09/08/2015.

Event description:
It was reported the patient had his original artificial urinary sphincter implanted on (B)(6) 2016 along with a spectra penile prosthesis. It stated that the patient developed "complications and signs of scrotal abscess" that required an emergency surgery after "one month" since implantation. It was also reported that the patient had fluid loss due to "scrotal pump that was empty and filled with air inside." The patient was treated with a "local treatment and improved infection." The patient also present with "urinary difficulty and was referred to an emergency room" where a "foley catheter was placed." It went on to report, patient "presented urine outflow through the scrotal wound and required new hospitalization." Also, "urethral ulceration was evidenced with exposure of part of the cuff to its interior and resolution of the unrinial fistula after drainage by cystostomy antibiotic therapy. Since then, the sphincter has not been effective and the patient has had total incontinence urinary and significant perineal pain." No further patient complications were reported in relation to this event.